Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was having high blood glucose of 448 mg/dl. Caller stated that the she was having issues with the insulin pump, it was under delivering. Caller stated that the customer had high blood glucose and she treat with manual injection to bring the blood glucose down. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.